Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21mar2019. (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit's green light emitting diode (led) indicator was faulty. Patient involvement: there was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date of report : 15may2019, date rec¿d by MFR : 20mar2019 the manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. There was a loose connection causing the led to turn off when the unit vibrated. The fse replaced the power overlay switch and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.